Manufacturer narrative:
The insulin pump received with frozen display followed by an unexpected constant tone due to moisture damage at electronic assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify signal too low and unexpected restart alarm due to frozen display. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that in the insulin pump's alarm history there were unexpected restart and external error alarms. The unexpected restart alarm was recurring during normal insulin pump use. The self-test passed. The screen had moisture and a crack. The customer could read the screen but it was really foggy. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.